Event description:
I went into hospital for a. Amulet device. During the night the device popped out of my left atrial appendage into my atrial and down through my mitral valve into my left ventricle. Surgery was necessary to save my life at that point. A thoracic surgeon was needed. It was a painful brutal surgery which saved my life but a tough recovery. 3 months out and struggling I do not know if this was reported and worry someone else will go through this and not survive! This device is by abbott the amplatzer amulet. It almost killed me. But I have in some words been told be happy your alive! I was given a card to carry in my wallet for a device I do not have in my heart. I am heartsick. I have a lung issue now from surgery I am stuck on xarelto forever now due to afib. That is why I went for the device. I have hope you can help in this matter. I cannot sleep worrying over this (B)(6).

Event description:
Additional information received on 10 july 2025 for mw5172471 to update procode. I went into hospital for a. Amulet device. During the night the device popped out of my left atrial appendage into my atrial and down through my mitral valve into my left ventricle. Surgery was necessary to save my life at that point. A thoracic surgeon was needed. It was a painful brutal surgery which saved my life but a tough recovery. 3 months out and struggling I do not know if this was reported and worry someone else will go through this and not survive! This device is by abbott the amplatzer amulet. It almost killed me. But I have in some words been told be happy you're alive! I was given a card to carry in my wallet for a device I do not have ...in my heart. I am heartsick...I have a lung issue now from surgery I am stuck on xarelto forever now due to afib that is why I went for the device. I have hope you can help in this matter. I cannot sleep worrying over this (B)(6). Procode: ngv.

Event description:
Additional information received from the reporter on 03/05/2026 for report number mw5172471. I reported that an amulet device was placed in my heart so I could get off the blood thinner xarelto. It came out of the appendage during the night and went down through my mitral valve it then settled in my left ventricle and in order to live, surgery had to be done, pronto. The surgeon performed an unprecedented surgery to retrieve the amulet through my left side as I had already had open heart surgery. I was cut from under the breast and out under the arm with another line under that to reach my heart. Very traumatic thoracic surgery. I have been a year recouperating in much pain. In the process of it all my lung was folded and stapled and my phrenic nerve was damaged and found to beysm paralyzed on the left side ...I have an aneurysm of the left ventricle due to cutting into my left ventricle and recently had an MRI to be sure there was not a blood clot there now! I cannot breathe when I bend over from the damaged phrenic nerve. It has been a hard year believe me and all because of abbots product. All this has caused me a lot of visits to pay for after my insurance coverage and I see no end. My access number you provided me is mw5172471 please, please add this information as I fear someone else will suffer in the future with the same pain that I have insured by their product. The only test I have had are x-rays, CT scan and MRI I have a pulmonologist now since (ep) electrophysiology is done with me and cardiology follows. Pt codes: 1994, 1708, 1979, 4917, 1816, 1997.